Manufacturer narrative:
The actual device will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unk and therefore, a review of the device history cannot be performed. Device discarded - not returned for eval. The analysis is complete as of today. No product returned.

Event description:
It has been reported to us that a dissection of the vessel occurred inside the pt's vessel resulting in the pt's death. The pt had the left arterial descending artery with 90% stenosis. The physician inserted and advanced a guide wire into the left arterial descending artery and a second guide wire to the d1. The left arterial number 7 and 8 was pre-dilated with a balloon. The physician inserted the ivus device, however, failed to cross the lesion. St declination was observed. The physician attempted to deliver a stent but failed to cross the lesion again. The physician pre-dilated the lesion again with another balloon and deployed a stent from the middle of the number 7 and 8 though had difficulty. The physician post dilated the lesion and deployed another stent at the proximal side of the number 7, which was overlapping the already deployed stent. The physician confirmed with the ivus device that the stents were not fully expanded. The physician attempted to remove the ivus device; however, it was stuck with the overlapping section of the two stents. The physician removed the imaging core of the ivus device. The physician advanced a guide wire and prolonged the site ivus was stuck. The physician advanced a second guide wire from the proximal and prolonged, however, the ivus device was still stuck. After the attempt to withdraw the ivus device, a dissection was caused at the lmt number "5 bu" the guide catheter. The pt's blood pressure decreased. Vt and vf were repeatedly observed. Direct current defibrillator was used. The pt was given cardiac massage. A balloon pump was inserted from the femoral artery. However, the condition of the pt did not improve. The physician thought the possibility that blood flow was interrupted due to the dissection of the vessel. The physician advanced the guide catheter, but failed because unable to advance the guide wire due to the dissection. After a few minutes, the guide wire succeeded to be advanced to the site of the ivus device and stent were stuck. The physician dilated the site with the balloon twice. Cag revealed that at the marker band of the ivus was slightly moved, but could not withdraw the ivus. The physician dilated the stuck site another two times. After the dilation of the site, blood flow was slightly improved. The physician finally succeeded to withdraw the ivus without any difficulty. The physician aspirated the lesion but the blood flow did not improve. The physician dilated several times with another balloon. A temporary pacemaker was used for the pt; however, the condition was not improved and pt expired.